Event description:
It was reported that (1) 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the orange switch to activate the blade would not compress. It is unknown how the case was completed. There was no conseqence to pt. 02/04/2000 the trocar was not used in the case. Another device was pulled to complete the case without any further complications.